Manufacturer narrative:
(B)(4). (B)(6). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link extension set leaked. The leak occurred during infusion of a cardiac bubble study. The one-link extension set was filled with an unspecified amount of normal saline with 0.2ml of air. There was no patient injury or medical intervention associated with this event. No additional information is available.